Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that at their last dental appointment their dentist told them that they were concerned with using the byte aligners. The dentist felt that they were not appropriate for the patient and the dentist referred the patient for traditional braces.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.